Manufacturer narrative:
Device has been received and evaluated.

Event description:
Nellcor received a report that was locking connector on the tube was too large and the dic (inner cannula) could not lock properly into place.